Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient implanted for non-malignant pain and radiculopathy. The rep reported that the patient¿s device was not helping them, thus it was explanted. No further complications were reported or anticipated.